Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery due to complete broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Event description:
Information received by medtronic indicated that the top chamber of reservoir was came off also the rubber ring was gone. Customer stated that the reservoir did lock in place when inserted into insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.